Manufacturer narrative:
Territory (B)(4) reports the small roll pin the holds the black knob on to the cup rotation shaft found on the three piece cup inserter, will not stay in place and catches on the surgeon's gloves. The component part of the instrument referenced in the complaint was not received for examination. A worldwide complaint database search found no additional related reports against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The small roll pin the holds the black knob on to the cup rotation shaft found on the three piece cup inserter, will not stay in place and catches on the surgeon's gloves.